Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and identified there was start-up problem and the control station screen failed to turn on, while the voltage presence indicator light above the door was illuminated. Additionally, the led adjacent to the start button was flashing. The philips field service engineer (fse) went onsite and confirmed the reported issue. The fse failed an attempt to install software to the system and identified issues with both suit pc and x-ray pc. The suit pc and x-ray pc was replaced and returned to philips for further analysis. The supplier analysis report was inconclusive in determining the cause of suit pc failure, while the cause of x-ay pc failure was definitively confirmed to be the failed ssd and hdd bay components. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's x-ray pc . Philips has initiated a medical device corrective action (z-1151-2024). Following the replacement and software installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a start-up problem with the azurion system, and the system was stuck in the boot up sequence. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the x-ray pc and suite pc were faulty. The field service engineer inspected the system onsite and after the replacement of x-ray pc and suite pc, the device was returned to use in good working order.